Event description:
The following has been reported: 3 year preventative maintenance customer reporting during testing, found unit to have nonfunctional start/ok button. Also says it is due for 3 year pm. Effect d. Received pump (24123090) and ac cord. Confirmed reported problem. Top housing with keyboard is inoperative, replaced. Pm found overdue, performed (replace door membrane and battery). Battery installed with serial number 25800775. Door calibrated. Ac cord found damaged, replaced. New pm due date is 06jun2027. Equipment cleaned, post service tested per quality control check list and released for use. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. "The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided repairs information, nothing was noticed during both external and internal check. The reported event is confirmed as it has been reproduced during testing. So, the keypad was sent to brezins for further investigation, and also the power cord. The power cord founded damage, wires coming out of the socket side. For keypad issue, the reported event is reproduced, due to a weakness in its 2 buttons. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue, as per our local procedure, we initiated no action.